Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose of 44 mg/dl, which was treated with food. Customer is alleging that insulin pump was over delivering as pump was requesting more insulin after bolus and was not showing active insulin. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Troubleshooting was performed and customer was advised that insulin pump seemed to be working. Customer declined checking if setting were correct. Insulin pump is expected to return for failure analysis.